Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited oversensing of suspected farfield signal from the right atrial (ra) lead or from right ventricular (rv) pacing that resulted in an unknown duration of pacing inhibition. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.